Event description:
It was reported that during a pump refill, a hematoma-like swelling was noted over the pump area following refill. Prior to drug injection, the physician drew back close to the expected residual volume of 3.7cc. Following injection of the drug and completion of the refill, and removal of the pump template, it was noted that the patient had a visible pocket of fluid under the skin above the pump area. It was noted that the nurse had been holding the pump template and needle in place during the refill as the patient is dystonic and tends to move during refill procedures. The pump contained baclofen 2000 mcg/ml at the time of the event. Following the refill and upon noticing the fluid in the pump pocket area, the physician contacted the implanter who agreed to send the pt to the emergency at that hospital immediately. The implanter later tried to withdraw drug from the pump pocket area unsuccessfully. He said when he emptied the pump to verify pump contents, he found very little drug in reservoir and after emptying, he refilled the pump and reduced delivery rate from approximately 990 mcg/day to approximately 96 mcg/day and later reduced the pump infusion to minimum rate. The patient required admission to the ICU and intubation. The patient's outcome was unknown at the time of the report.